Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopy-assisted distal gastrectomy, a clip was loaded in closed condition. After that, the trigger was broken so that the user was unable to grip the handle. The device was replaced with a new one. No clip fell in the patient.